Event description:
It was reported that the bronchovideoscope displayed error e315 (non-compatible endoscope), communication malfunction. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found liquid immersion of scope connector causes image blackout (image inspection was normal after drying). Based on the results of the investigation and previous investigation, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.